Event description:
It was reported that the stent moved on balloon and was fractured. A 3.50 x 16mm synergy megatron drug-eluting stent was advanced for treatment but unable to cross the lesion. However, during the procedure, it was noticed that the stent was stretched on the shaft and the struts were lifted. No further details were provided if there were patient complications reported.